Event description:
New information notes that during a routine device check, an alert for high, out of range hv lead impedance was observed. The out of range measurement was intermittent and could not be reproduced with arm movements. Lead revision is planned.

Event description:
New information received notes that the lead was capped and replaced due to intermittent high, out of range, high voltage lead impedance. Patient was stable.

Event description:
It was reported that at device change-out, externalized conductors were noted via x-ray. All electrical measurements were normal and a dft test was performed successfully. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.